Event description:
The surgeon used 2 pieces of permacol in a male pt with a history of 15 previous surgeries. The present surgery included a hernia repair and concurrent bowel work with minimal spillage. The wound was closed and drains were placed and postoperative antibiotics were administered. About 10 days later the pt developed a florid infection (mixed flora, no dominant bug). Exploration revealed the permacol breaking down in the center of the implant and the surgeon elected to remove the permacol.